Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostics equipment, it was determined that the device is not functioning according to MFR's specifications. The pt continued to use the device using a program in which the malfunctional electrodes were deactivated. The pt now has decided to have the implant replaced. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.